Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose was 388 mg/dl during the call. The customer was unable to troubleshoot the insulin pump at the time of the call. It was stated, however, that the basal rates were programmed in the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.